Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy with their scs system. Surgical intervention may be undertaken at a future date.

Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the system was explanted.